Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. A review of the instructions for use found the need for repeated surgery because tendons do not heal properly or tear again. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the patient presented to 1 year visit on with repeat MRI and complained of shoulder pain. Upon review of MRI, it was noted she has a moderate grade partial thickness rotator tendon tear. Initially, the patient did not want to proceed with surgical intervention but, she reached out to the pi to schedule surgery. The patient was treated with therapy and revision surgery however the event is still on going. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.